Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed no impedance value, during lead analysis. The issue was resolved, when the user navigated first to the "threshold" screen, then back to the main analyzer screen. The programmer remains in use. No patient complications have been reported as a result of this event.